Manufacturer narrative:
Pump received not stuck in the manufacturing mode. Pump passed the rewind test, prime/seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay, broken reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had high blood glucose. Customer's blood glucose value was 350 mg/dl at the time of the incident, current blood glucose was 350 mg/dl. The customer was assisted with troubleshooting. Treated with manual injection. Customer will return device for analysis.